Event description:
The device inappropriately shut down while on battery power. Complainant indicated that the clinician placed the device on ac power and continued to treat the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.